Manufacturer narrative:
Catheter was reported for being unable to purge. However upon testing the returned catheter it purged and the manual pullback worked. Inspection found the lens marker positioned 3 mm from the peek end (spec 6 ±1 mm) and a malformed o-ring causing the purge strain relief to be improperly attached and easily dislodged. The purge failure was unconfirmed; the strain-relief defect is a manufacturing issue and is confirmed.

Event description:
The physician and staff were unable to purge catheter. The green portion of the catheter also "broke off" according to their note. It appears to have popped off but is still attached. They used a second catheter were able to do pullbacks however they had trouble removing the catheter after the case. It was stuck in the jaws. They shut down the system and was able to pull catheter free from system.